Event description:
It was reported that the autopulse platform failed on a full-arrest pt. The platform gave 15 compressions on one battery (sn (B)(4)) and 2 compressions on a second battery (sn (B)(4)). The unit has been taken out of service until further notice. Additional information received on (B)(6) 2013: manual CPR was initiated. Pt was pronounced dead. The cause of death was not provided. This report will cover the complaint against the autopulse nimh battery (sn (B)(4)).

Manufacturer narrative:
Zoll circulation has not received the product in complaint. A supplemental report will be filed if and when the product is returned and investigation has been performed. Please see related MFR report #3003793491-2013-00599 for complaint against the platform (sn (B)(4)) and 3003793491-2013-00600 for complaint against battery with (sn (B)(4)).